Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 lvas. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with poor appetite, malaise, and fatigue with worsening shortness of breath. An abdominal/pelvis computed tomography (CT) scan was done and showed new mediastinal fluid collection in anterior mediastinum and at the proximal portion of the driveline status post image guided aspiration of mediastinum with 200 ml purulent drain on (B)(6) 2024. This was followed by a chest washout and placement of continuous irrigation catheter on (B)(6) 2024 with vancomycin. There was a large amount of pus around the proximal driveline, outflow graft, and the pump. The culture was identified as methicillin-susceptible staphylococcus aureus (mssa) and was treated with intravenous (IV) cefazolin. After discussions with infectious disease (ID) and the cardiothoracic surgeon (cts) the consensus was to defer the patient's planned reconstructive surgery with omental flap and instead consider evaluation for orthotopic heart transplant (oht). This was thought to provide the most definitive treatment of the infection. The patient was consented on (B)(6) 2024 for evaluation for transplant candidacy given extensive mediastinal and endovascular left ventricular assist device (lvad) seeding with a high risk of reoccurrence and multiorgan infection and failure. The patient was then elevated on the transplant list due to the infection of the lvad.

Manufacturer narrative:
A4: patient weight was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that through patient outcome that the patient underwent a transplant.